Manufacturer narrative:
Due to character limit in block e1 event site full name is (B)(6) and initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) failed the pim test. No patient was involved.

Manufacturer narrative:
The fse that encountered the issue replaced the pneumatic module assembly (0997-00-1178). The unit passed all functional and safety tests. The iabp was working to manufacturer's specifications.